Manufacturer narrative:
The affected device was investigated and tested on-site by a draeger service-technician; no failure could be determined, all tests have been passed. It was further evaluated by the MFR that the instruction of the device are clear and accurate with respect to the stand-by function of the device. This type of device is use since several uses, no further indications are known for a common user/user problem using the device and this standby-function. The event has been concluded to be single event caused by a user error.

Event description:
It was reported that a patient was connected to the evita 2 dure ventilator and at 11:11 am, the respiratory therapist put the ventilator in standby. At 11:25 am, they realized that the patient was not being ventilated and exited standby. It was stated the therapist did not realize that the ventilator was in standby mode. The respiratory therapist did not know that the patient was not breathing because the patient was under drapes. The patient expired.